Manufacturer narrative:
The root cause for the revision surgery was identified as infection. The original surgery occurred 1.4 years prior to the revision. It is unknown if the patient was involved in any other activities that may have contributed to the infection or had any pre-existing conditions. The device was not returned to djo surgical for examination. The device history record for the device was examined. The reported device used in the original surgery received an adequate 25-40 kgy gamma ray irradiation sterilization dose and was within its expiration date at the time of surgery. A review of the entire product complaint report history was completed. There was one other complaint for infection for this part number. A review of the implant device history record, product complaint report history and sterilization record show that the device met sterilization, design and manufacturing requirements. There were no findings that indicate the device was the source or had a direct connection with the patient's infection.

Event description:
Revision surgery - the surgeon performed an I&d poly exchange due to the patient developing an infection.